Manufacturer narrative:
Additional device code missed in the original report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine "plus a couple of other things" at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient moved. The patient did not have a managing healthcare provider (hcp). The pump had been empty for well over a year and confirmed that it had been since 2016. The pump started beeping and the patient thought he could hear the beeping well over a year ago. The beeping got louder. This happened in (B)(6) 2017. No symptoms were reported. There were no further complications reported at this time.